Event description:
Clinical narrative: the impella 5.5 was inserted via the right axillary artery to support the 58 year old male patient who had been admitted in with de-novo cardiomyopathy, presenting in scai stage d shock. Prior to the placement of the 5.5 pump the patient had been supported by an intra-aortic balloon pump. The underlying medical condition was not shared. On day 7 of the support there was alarms observed for purge flow and purge pressure. The team assumed pump saturation was occurring. Tte echo imaging did reveal the pump to be in appropriate position but, there were "in aorta" alarms, the alarms may have been false. The decision was made to explant the 5.5 pump, not replace it, but rather add the va-extra corporeal membrane oxygenation (ECMO). Prior to the alarms, the device functioned as expected, p-6 with 3.5l/min flow with d5w with sodium bicarbonate in the purge solution. The patient survived and is on va-ECMO.

Manufacturer narrative:
After further review of the event it was noted that the automated impella controller is associated with this event involving the impella pump. This aic device report is one of two devices associated with the event. Refer to h10 for the related report number. B5 event description was updated with the clinical narrative for the event accordingly.

Event description:
Additional information was received that indicates the device will be returned for investigation.

Manufacturer narrative:
B5. Additional event description added.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced an impella in aorta alarm and decreased pump flow. Transthoracic echocardiogram showed the pump was in good position. The patient was in stable condition.

Event description:
Clinical narrative updated 2026-6-19: in further review of the case and impella support there was an allegation made against the impella console, the automated impella controller (aic) in which there was a false alarm observed of pump in aorta and the aic automatically changed the p level from p-6 to p-4. There was p-level reducing without manual change by a staff person. Additionally, the pump itself has been weaned and explanted. The pump supported for 7+ days. Patient survived on the ECMO support alone to date of reporting. Prior clinical narrative: the impella 5.5 was inserted via the right axillary artery to support the 58 year old male patient who had been admitted in with de-novo cardiomyopathy, presenting in scai stage d shock. Prior to the placement of the 5.5 pump the patient had been supported by an intra-aortic balloon pump. The underlying medical condition was not shared. On day 7 of the support there was alarms observed for purge flow and purge pressure. The team assumed pump saturation was occurring. Tte echo imaging did reveal the pump to be in appropriate position but, there were "in aorta" alarms, the alarms may have been false. The decision was made to explant the 5.5 pump, not replace it, but rather add the va-extra corporeal membrane oxygenation (ECMO). Prior to the alarms, the device functioned as expected, p-6 with 3.5l/min flow with d5w with sodium bicarbonate in the purge solution. The patient survived and is on va-ECMO.

Manufacturer narrative:
Following the additional information associating the automated impella controller to the reported event, the clinical narrative was revised and captured to b5 event description. Related report number. This is one of two device reports associated with the event. Refer to h10 for the related report number(s).